Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, medical device catalog, medical device model and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager failed. A field service engineer inspected the device and resolved by replacing corroded detent microswitches in the remote manager and verified functionality with test software. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager failed multiple times. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.